Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had pump that broke and would not rewind. The customer states they had lost the pump. The customer states the pump would not rewind and would skip screen options. The customer's blood glucose level was unknown. The customer was advised that replacement pump would be sent.